Manufacturer narrative:
One tls3 35c was returned, decontaminated and investigated. A general inspection of the returned tls3 35c was performed and there were no cosmetic issues. The left jaw boot was broken at the tip, confirming the complaint. The right heat spreader was bent inwards. The boot tear and the heat spreader being bent inwards are consistent with the jaws not being completely closed when inserting into the cannula. Incomplete closure during insertion or removal from a cannula can cause the jaws to be apart, forcing them to be in contact with the cannula; if this occurs, the boot or other components can get damaged. Although definitive damage was found, the root cause could not be determined. There has been no additional complaints received with heat spreaders bent in such a manner.

Event description:
The surgeon activated the instrument approximately 2 times and noticed a piece of the tip broke off. The surgeon retrieved the piece. No patient information was provided.